Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Customer's healthcare provider did not have any other information.